Event description:
According to the reporter, the tracheostomy tube's pilot balloon did not inflate. The tube was replaced. One device was returned with no reported failure but medtronic's initial evaluation of the incident device found a rapid air leaked and a slit in the in pilot balloon.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a slit in the pilot balloon. Functional testing noted that the returned unit was inflated using a syringe and leak tested under water. Air leaked rapidly from the pilot balloon. It was reported that the tracheostomy tube's pilot balloon did not inflate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the pilot balloon made contact with a sharp utensil or object. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: test each tube's cuff, pilot balloon, and valve by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and should be returned to the manufacturer for investigation. D10 concomitant product: 8cn85r, 8cn85r 8.5mm adt flex trach w tg cuff x1 (lot#21g0474jzx) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.